Event description:
This is a home a1c test kit under brand a1cnow+. One box of test kits consistently delivers a result that is 7 or higher. One box of test kits consistently delivers a result that is 6 or higher. I did a side-by-side which was blood drawn same finger pin prick and the a1c for one is 7.4 and the other is 6.1. What is more astonishing. Is that this isn't just one kit multiple tests from the same boxes yield similar results. The whole box is off. Not just one test. This points to a bigger issue. A quick google search says it is 97.8% accurate to doctor tests. Impossible. Reference report: #mw5151893.